Manufacturer narrative:
Code (B)(4) no longer applies to this event and was removed if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was on short term disability due to pelvic floor dysfunction. Patient noted the pelvis floor dysfunction was pre-existing condition but she had issues with it as it was getting worse. Patient stated she recently had a urinary tract infection (uti) and was given antibiotics. She saw healthcare provider (hcp) on (B)(6). Patient indicated she tried to do cartwheel and had a really bad fall and landed on her butt very hard. She also fell down the stairs. Patient noticed pain near her kidneys the very next day after the cartwheel fall. Patient thought it could have been a kidney infection following the uti because she is prone to infection. She went to ER on tuesday and was given meds that did not help. She still had pain, no MRI was done. It was unknown what the pain was but she was told it was in her sacral or sciatic nerve pain. She returned to work and noticed her bladder symptom returning: frequency, urgency and cramping. She also noticed boils and rash on her buttock the same day she returned to work. She tried to increase stim to address symptoms and realized she was not feeling stim. After she increased stim, she noticed a weird electrical feeling on her right side near implantable neurostimulator (ins) site. She also noticed numbness in her leg and her toes tingling like pins and needles after increasing stim. She ended up going to the ER on tuesday. Patient stated she was driving home from work now because she had a low grade fever. She did have botox recently for pelvic floor. She has autoimmune and is prone infection, this was diagnosed before the ins was implanted. She called her hcp office but had not received a call back yet. There were no further complications that have been reported as a result of this event.